Event description:
It was reported that, since the time that the patient was involved in a motor vehicle accident, the pump pocket had been uncomfortable. It was indicated that the physician was planning on moving the pump to the opposite side of the patient¿s abdomen. At that time, he would also replace the pump since it had been implanted since august 2007. The reporter stated that, as far as he knew, the system was functioning properly. The device system was used to deliver bupivacaine.

Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID 8709sc, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).